Event description:
It was reported in a farapulse pms study, the patient experienced an atrial tachycardia, after having a pfa procedure to treat atrial fibrillation. Attempts were made to get additional information regarding this event but there is no further information available. It was further reported that atrial tachycardia was induced during the atrial fibrillation ablation. It was not known how the atrial tachycardia was resolved or treated. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction and additional information was provided for section e1 initial reporter facility name, initial reporter address 1, and city. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study, the patient experienced an atrial tachycardia, after having a pfa procedure to treat atrial fibrillation. Attempts were made to get additional information regarding this event but there is no further information available. It was further reported that atrial tachycardia was induced during the atrial fibrillation ablation. It was not known how the atrial tachycardia was resolved or treated. No further information is available.

Manufacturer narrative:
Correction was provided for section e1 initial reporter first name, initial reporter last name, e2 health professional and e3 occupation. Correction to section h6 impact codes, f12 was replaced with f24. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study, the patient experienced an atrial tachycardia, after having a pfa procedure to treat atrial fibrillation. Attempts were made to get additional information regarding this event but there is no further information available. It was further reported that atrial tachycardia was induced during the atrial fibrillation ablation. It was not known how the atrial tachycardia was resolved or treated. No further information is available.

Manufacturer narrative:
Additional information was provided in section a patient information, a2, a3 and a4. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study, the patient experienced an atrial tachycardia, after having a pfa procedure to treat atrial fibrillation. Attempts were made to get additional information regarding this event but there is no further information available. It was further reported that atrial tachycardia was induced during the atrial fibrillation ablation. It was not known how the atrial tachycardia was resolved or treated. No further information is available.